Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the electrode belt connect on the monitor was broken. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the touchscreen was shattered and the electrode belt connector on the monitor was damaged and unable to connect with an electrode belt. The root cause for the broken connector cannot be positively determined but is likely physical abuse. No adverse event occurred due to the broken connector. The last person to use this monitor did not report any problems.